Event description:
It was observed that during the device evaluation, the flushing pump exhibited a component failure of the footswitch and a component failure of water container. There was no patient involvement.

Manufacturer narrative:
An olympus field service engineer was dispatched to the user facility and following reportable malfunctions were identified during the device evaluation: component failure of the footswitch and a component failure of water container. The subject device will not be sent back to olympus for further evaluation and repair. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: footswitch deteriorated likely caused by a component failure of foot switch, and the water container of the water pump cracked was likely caused by a failure of the water container. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.